Event description:
Reporter stated a patient's capillary blood glucose was measured, using the suspect device, with a result of 81 mg/dl. An additional venous sample, obtained from the same patient 20 minutes later, measured 45 mg/dl, in the facility's lab. Reporter indicated that, based on the lab result, patient was treated with d50. Reporter noted that, due to the value obtained on the suspect device, patient's treatment hadbeen delayed by 20 - 30 minutes. Patient's current condition: no provided. Reporter did not provide any information pertaining to recent control testing. Technical support requested the return of the suspect product; however, reporter declined indicating that the facility wishes to perform linearity and precision testing on the device. Subsequent attempts to contact reporter to learn the outcome of the linearity and precision tests were unsuccessufl.